Manufacturer narrative:
Manufacturer has requested product samples from customer for evaluation. Follow up report will be sent once evaluation is complete.

Event description:
Customer reported to leica on 02/0/2015 that during processing, there were cassettes that opened and tissue was lost within the processor. Customer was able to proceed due to having sufficient tissue samples that were successfully processed during the run for each pt. No pt re-biopsy was required.